Event description:
During service of the device, baxter service reported a 530:320 failure code that was found in the event history. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.